Event description:
It has been reported to philips that the xtravision images are not displayed in the examination room or the control room. The device was in clinical use. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and observed xtravision images were not displayed in either the laboratory or the control room. Review of the system log file showed powers supply. As part of the troubleshooting process, fse found that the screen of workstation was not displayed on the distribution monitor in the inspection room or operation room due to poor contact with the cables. After completion of the operational repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.